Event description:
The customer reported that the st holster was received from service and repair with a "bent and tight rear roation knob." The customer is requesting that the st holster be evaluated. The customer is unsatisfied with service on the st holster. The customer was able to finish breast biopsy with the loaner holster.